Event description:
After using gia 80, physician noted the black firing device that runs in the middle of the gia had come off. Attempts to reassemble it failed. A second gia was opened; after using it, the black firing device had come off. Both gia's had the same lot number. A third gia was opened and used without any incident.